Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number and complete address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation for humeral diaphyseal fractures surgery, an ehn long system was applied. It was discovered that when the surgeon was using the radiolucent drive device for the distal side stopping, an unusual sound occurred several times and the drill bit device then stopped rotating. It was reported that the radiolucent drive then started to rotate by itself. According to the reporter, the surgeon tried to adjust the device; however, the issue was not resolved. The surgeon, finally stopped using the device and performed the drilling with their free hand. There was a thirty-minute delay to the surgical procedure. There was no adverse consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the device was checked in dried circumstance after the surgery. At that time, the event was not reproduced. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: manufacturing site name: the manufacturer location was incorrectly documented as (B)(4) in the initial report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing site name: the manufacturer location was incorrectly documented as (B)(4) in the previous report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility.